Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: post operatively, the patient had bleeding. The patient needed new surgical procedure to stop the bleeding during the post-op 12 hours later and had to stay in the hospital for more than 3 days. Patient status: alive; no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.